Event description:
"At the end of the case as the grasper was pulled out, it was noticed that an insert was missing. The case had been about 40 minutes long with many exchanges. After searching for an hour, an open incision was made and insert was found in upper left quadrant." - original cer.